Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy due to lead fracture. Patient reports having a fall. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.